Event description:
The system 6 sagittal saw was sent for evaluation due to running faster than intended during a surgical procedure. The procedure was completed with a back-up device without any delay. There were no adverse consequences as a result of the event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.